Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2008) is considered to be a best estimate. This emdr represents the bard ventralex mesh (device 2). Additional supplemental emdrs were submitted to represent the bard ventralex mesh (device 1) and ventrio st mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2009 - patient was diagnosed with incisional hernia (x2) thereby underwent open repair with the implant of two ventralex mesh (device 1 and 2). Per op notes, "two ventralex mesh (device 1 and 2) were placed posterior to the fascia at the periumbilical site using prolene sutures." On (B)(6) 2013 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with the removal of previous mesh (device 1 and 2) and implant of ventrio st mesh (device 3). Per op notes, "the mesh was curled up, and the mesh (device 1 and 2) were removed. Adhesions were taken down. A ventrio st mesh (device 3) was placed to the peritoneal pocket using prolene sutures."